Manufacturer narrative:
The rse evaluated the device remotely and determined that the battery was defective. However, the part was not replaced because the customer decided to resolve the issue by replacing the faulty battery themselves. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective battery. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the battery was not giving back up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.